Event description:
It was reported that the right side rail timing link was broken in half. Side rail would not lock in place. It was further reported that the calf supports were not locking in place properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the right side rail timing link was broken in half. Side rail would not lock in place. It was further reported that the calf supports were not locking in place properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: tech awaiting parts.